Manufacturer narrative:
A ge service rep performed an on site inspection. A validated correction for this problem had previously been installed at this site. The problem condition could not be reproduced. No recurrence of the problem has been reported by the site.

Event description:
The table foot end did not retract when angulating to the vertical position. The concern is possible injury to the hcp should the users foot be caught between the floor and the table. Event could not be reproduced.